Event description:
A core saber drill was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Worn rotor was identified as the probable cause of the device overheating.